Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient expired on (B)(6) 2020 and the cause is unknown. No further information was provided.

Manufacturer narrative:
Section a3: additional information; section h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s expiration could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2020 of an unknown cause, and that the pump would not be returned for evaluation. Multiple attempts were made to contact the account for additional information; however, no response was received. No further information was provided. The hmii lvas instructions for use (IFU) lists the adverse events that may be associated with the hmii lvas. No further information was provided. The manufacturer is closing the file on this event.